Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) stopped working and was in the emergency room (ER) due to increased pain in his back and leg. The MRI tech also reported that due to the ins not working and the leg pain, the patient also could not use his ins, he could not charge it, and he slipped and fell. In the end, the MRI tech was transferred to nas for a local manufacturer representative (rep) and the patient was directed to follow-up with their healthcare professional (hcp). There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.